Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 10/26/2016 litigation documents received. Along with what has previously been reported, litigation alleges that patient is experiencing pain and disability. Invoice was located providing part and lot information. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 6/3/16 medical records received. Medical records reve for MDR reportability. Medical records reported left total hip arthroplasty had failed. During process of investigation cobalt was found to be greater than 7 parts per billion. Revision surgical report noted 50-100cc necrotic fluid, 2 pseudotumors, and corrosion at articulation of trunnion and femoral head. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. Unknown asr components and depuy stem will be reported.